Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated the buttons were unresponsive on the customer's insulin pump. The mother also reported a button error alarm occurring. Customer's blood glucose was 104 mg/dl. The customer's mother reported possible moisture exposure from sweat to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent escape button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.